Manufacturer narrative:
Concomitant products: 7070 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead had exhibited undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.